Manufacturer narrative:
This is a definitive report. This case was reported from a facility to chinese authority, and it was forwarded to manufacturer. The reporter did not provide any further information. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4c9b21.

Event description:
On (B)(6) 2019: a (B)(6) female patient weighing 56.4 kg was admitted to the hospital because of rheumatoid arthritis and chronic gastritis. She was diagnosed with rheumatoid arthritis. On (B)(6) 2019: at 10:00 am, she began to use 2% lidocaine 2ml, injection betamethasone sodium phosphate 4mg, and sodium hyaluronate injection 2.5ml for joint injection. On (B)(6) 2019: she developed an exacerbation of joint soreness and continued to give lidocaine, betamethasone sodium phosphate, and sodium hyaluronate injection for joint injection. Her joints continued to be sore. On (B)(6) 2019: she was given intra-articular injection of lidocaine, betamethasone sodium phosphate, and sodium hyaluronate injection. On (B)(6) 2019: her symptoms were relieved and the joint pain was better than before. On (B)(6) 2019: she was discharged.